Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer provided data indicating that elevated architect magnesium results were generated on multiple patients. ID (B)(6): an initial result of > 9.60 mg/dl was generated. The sample was repeated and results of 3.43 and 2.39 mg/dl were generated. ID (B)(6): an initial result of 9.17 mg/dl was generated. The sample was repeated and a result of 1.65 mg/dl was generated. ID (B)(6): an initial result of 6.33 mg/dl was generated. The sample was repeated and a result of 1.71 mg/dl was generated. ID (B)(6): an initial result of >9.50 mg/dl was generated. The sample was repeated and a result of 2.06 mg/dl was generated. ID (B)(6): an initial result of 7.87 mg/dl was generated. The sample was repeated and a result of 1.98 mg/dl was generated. ID (B)(6): an initial result of >9.50 mg/dl was generated. The sample was repeated and results of >9.60 mg/dl and 1.85 mg/dl were generated. There was no report of impact to patient management.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Review of the instrument logs via abbottlink was performed and found that discrepant results were flagged cntl indicating the patient result was obtained after quality control failed. Initial troubleshooting was recommended on 01/05/2016 which included the following: clean the cuvette carousel, clean the water bath incubator, clean the cuvette washer nozzles, checking the wash stations, check and calibrate the reagent and sample probes, and replace the r1 probe. On 01/07/2016 the customer informed abbott that no more problems had been observed even though the recommended troubleshooting had not yet been performed. The recommended troubleshooting was subsequently completed on 01/11/2016 and on 01/13/2016 the customer confirmed that no additional problems had been observed. A review of the instrument service history found no subsequent reports involving erratic results. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. Troubleshooting information is provided regarding erratic results. The investigation did not identify a malfunction / deficiency.